Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii." Device explanted. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6. Device evaluation: the device related to the reported capsular contracture was received june 08, 2022, with lot number 3110939. Analysis of the returned device identified: weight to spec, white particles in the shell and creases fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii." Device explanted. Left side.